Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable had to be held a certain way for the pump to charge. Customer's blood glucose level was 330 mg/dl. Reportedly, the customer was able to resolve the issue by using a new usb cable.